Event description:
It was reported that the right atrial (ra) lead exhibited noise oversensing that caused pacing inhibition and inappropriate mode switch. The ra lead was explanted and replaced. No patient consequences were reported.